Event description:
During placement of iliac stent, the stent did not deploy and vessel was ruptured. Surgical intervention for bypass instead of stent completed with positive outcome of procedure. Reason for use: angioplasty to place iliac stent.